Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign materials inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material may have been unremoved because the device was not reprocessed properly by leak from the distal end. A leak occurred from the distal end. It is unknown whether there was deviation from IFU in reprocessing steps for the location where foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor the field performance for this device.